Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was exhibiting noise and artifact on the right ventricular channel. The in clinic evaluation was unable to reproduce the lead noise however, the observations were progressively worsening and threshold issues were also being observed. Technical services reported the noise appeared to be contact in nature as opposed to myopotential noise and suggested the physician investigate for a possible lead integrity issue. No disruptions in therapy and no adverse patient effects were reported. To date no intervention has been taken.